Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned for analysis and the reported detachment of device component (actuator assembly detached from device) was confirmed; however, due to the condition of the returned device, the reported inability to deploy the clip could not be replicated in a testing environment. While the actuator assembly was not returned and; therefore, a fracture in the mandrel could not be confirmed, it was determined that the mandrel likely fractured during actuator knob rotations during the procedure. This would result in the inability to deploy the clip and allow the user to completely remove the actuator assembly from the device, as reported. The reported noise (device operates differently than expected) could not be replicated in a testing environment as it was likely a symptom of the damage to the actuator assembly. Through the investigation, it was determined that the reported unable to deploy the clip, detachment of device component, and noise were likely a result of a fractured mandrel. The issue of inability to deploy the clip due to a fractured mandrel was further investigated. The root cause analysis determined the issue to be attributed to misuse conditions during the deployment sequence, which leads to stored tension that is not eliminated by the one way actuator design. Abbott vascular issued a field safety notice on february 4, 2016 with revised clip deployment steps which address the misuse situation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified similar incidents, which are being investigated. Further assessment of this issue per site operating procedures was performed and corrective/preventive actions will be addressed per operating procedures. The performance of these devices will continue to be monitored.

Event description:
Subsequent to the previously filed report, additional information was received that the patient had a successful mitral valve surgery. The result was very good and the patient went to rehabilitation in a good state of health. No additional information was provided.

Manufacturer narrative:
(B)(4). The mitraclip delivery system is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. Abbott vascular made a decision to initiate a voluntary field action for the mitraclip delivery system on (B)(6) 2016. Abbott vascular has implemented corrective actions to ensure ongoing product performance. The abbott vascular internal notification number for the mitraclip field correction is (B)(4).

Event description:
This is filed for the failure to deploy the clip and surgical intervention. It was reported that the mitraclip successfully grasped the mitral valve leaflets and was ready to be deployed during an unproctored case in the patient with mitral regurgitation (mr) grade 3 with mixed etiology mr and anterior leaflet prolapse. The lock line was removed. The release pin was removed and the actuator knob was turned eight times in the counter-clockwise direction. After the sixth or seventh turn, a sound was heard as if the clip had deployed, but the mitraclip was unable to be released from the clip delivery system. Several troubleshooting maneuvers were performed, the clip did not deploy, but the actuator knob came off without force along with 1 meter of the connecting wire/shaft. The patient underwent surgical intervention to remove the device and replace the mitral valve. One month after the surgery, the patient was reported to be doing well and breathing independently. No additional information was provided.